Event description:
During the implantation procedure, it was reported that when tightening one of the lead connectors, the wrench did not click. A tug test was performed and the lead did not pull out of the connector on this ICD. The lead appeared to be secure even though there was no "click" heard when turning. The ICD remains implanted.

Manufacturer narrative:
(B)(4). A response from the manufacturer is pending. (B)(4). Since the device remains implanted, the manufacturing records were reviewed. The records did not reveal any anomaly. The cause of the reported connection issue may be attributed to incomplete insertion of the screwdriver into the associated setscrew prior to tightening. The incomplete insertion of the screwdriver could not be confirmed since device was implanted and the screwdriver was not returned.

Event description:
During the implantation procedure, it was reported that when tightening one of the lead connectors, the wrench did not click. A tug test was performed and the lead did not pull out of the connector on this ICD. The lead appeared to be secure even though there was no "click" heard when turning. The ICD remains implanted.

Manufacturer narrative:
(B)(4) 2012. A response from the manufacturer is pending. Device remains implanted.